Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed in the device's download error log. The device's internal battery required replacement to address the issue; however, no repairs were performed as the device was scrapped.